Event description:
The customer called and reported receiving no delivery and motor error alarms on the insulin pump. Customer's blood glucose was 382 mg/dl. The customer was able to rewind the device during troubleshooting for motor error. She was unable to troubleshoot for the no delivery alarm and stated she would treat for high blood glucose when she would get home. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, and a cracked case near the display window corners. No other error alarms noted in the alarm history screen.